Event description:
The patient was admitted on(B)(6)2018. The patient's gi bleed was confirmed with a nuclear medical bleeding scan. The patient had decreased hemoglobin and hematocrit and the patient passed black stool. The patient was observed for active bleeding. The patient's inr was monitored. The patient was given on unit of packed red blood cells on (B)(6)2018 and was given two units of packed red blood cells on (B)(6)2018. Coumadin was held.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The device reportedly operated as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6)2018. The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a gastrointestinal bleed on (B)(6) 2019. The patient has type 2 diabetes mellitus with hyperglycemia, unspecified whether long term insulin use.